Manufacturer narrative:
(B)(4). (Importer) is submitting this report on behalf of karl leibinger medizintechnik gmbh & co. Kg (manufacturer). Reference exemption number e2017029.

Event description:
It was reported the screws were removed due to patient condition.

Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. Device lot number was not identified; therefore, review of device history records. The root cause for the failure cannot be determined since neither material number nor lot number were provided, and the device was not returned. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.  Model number and UDI number have been corrected to reflect "unknown".